Event description:
Patient presented to the physician with pain at the site of the ipg. Physician brought the patient into the or and found the leads had shifted and were pressing against the skin causing scar tissue. Physician revised the pocket, oriented the ipg vertically, untangled the leads, and removed the scar tissue.